Event description:
It was reported through this research article that the long-term safety and efficacy in the setting of acute coronary syndromes (acs) are not known therefore, this study compares the long-ER outcome in acs versus chronic coronary syndromes (ccs) with biodegradable polymer sirolimus-eluting non-abbott stent and the durable polymer (dp) everolimus-eluting xience stent. The target ac study contained of (B)(4) patients (728 with acs and 922 with ccs) with either the xience or non-abbott stent randomly chosen to as the stent implant. However, both groups acs and ccs clinical outcomes noted patients suffered (cardiac death, target vessel myocardial infarction, ischemia-driven target lesion revascularization, stent thrombosis (acute, late, very late). Inconclusion, in the target ac trial,1 in 3 patients had a major adverse event at 5 years, irrespective of ccs or acs presentation. Long-term, the bp sirolimus-eluting non-abbott stent was as safe and effective as the dp everolimus-eluting xience stent across the spectrum of clinical presentations. Specific patient information is documented as unknown. Details are listed in the attached article, titled "long-term percutaneous coronary intervention outcomes in chronic versus acute coronary syndromes (target all comers trial)".

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part numbers and/or lot numbers were not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of myocardial infarction, thrombosis and ischemia are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated to (B)(6) 2020 d4: the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated to (B)(6) 2015 literature attachment: article titled: "long-term percutaneous coronary intervention outcomes in chronic versus acute coronary syndromes (target all comers trial)".